Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to high blood glucose and diabetic ketoacidosis. Ems was dispatched as a result of 500 mg/dl blood glucose. The high readings were treated with insulin via intravenous and manual injections. The customer's blood glucose was 300 mg/dl at the time of the call. Customer experienced symptoms related to their high blood glucose such as vomiting and dizziness. The customer was wearing the insulin pump at the time of admission. Troubleshooting was not completed. The insulin pump was not replaced or returned for analysis.